Manufacturer narrative:
D3: manufacturer phone number: (B)(6). D4: it was mentioned that convafoam silicone dressing was used on patient. However, it is unclear what convafoam silicone dressing was actually used. Therefore, the nearest model number 423253 has been captured in the emdr. E1: name of affiliation: (B)(6) nurse team. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site: 1309069.

Event description:
The nurse reported that the patient experienced significant pain during dressing changes due to the difficulty in removing the dressing. Her skin was extremely fragile and vulnerable, leading to the formation of blood blisters on the peri-wound area upon removal of the dressing. The alleged malfunction did not require medical attention, prescription medication, or hospitalization. The product was used for up to 3 days. As a result of the malfunction, the patient discontinued use of the product and selected another one. Prior to the event, the patient was not taking any current medications, and there were no relevant medication details or laboratory testing results to report. The event did not result in bleeding, but it did cause tissue damage, described as blood blisters, and skin irritation, characterized by redness. No photo was available at this time.